Event description:
It was reported that the customer experienced a high blood glucose (bg) level over 500 mg/dl and moderate ketones. Reportedly, the customer "attributes high bg to insulin type". A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.